Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: ios / ios_iphone 15 pro / 2.9.1 / ios 26.1.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "between 40-50" mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed glucose tablets to address bg. Customer updated their pump settings to address the event.